Event description:
It was additionally reported on 18june2024 that log files were not available as the event occurred outside of the facility. There were no environmental circumstances that would have affected ac power at the time. The mpu kept alarming with the wrench lit up and the power cord did not come loose from the wall or the back of the unit.

Manufacturer narrative:
B5 : narrative information. D4: serial number and UDI: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm was not reproduced; however, a yellow replace mobile power unit battery alarm was confirmed. The evaluation of the returned mobile power module, serial number (B)(6) revealed a compromised component on the control pcb (printed circuit board). The component is part of the battery alarm power circuit and it appears that the output was stuck in start-up mode. As a result, the mpu was activating a yellow replace mobile power unit battery alarm with new alkaline aa batteries installed. A specific root cause for the component being at unstable stage was not able to be determined. A warranty replacement unit was provided to the customer and this mpu was removed from service. Incidental findings: an offset spring for the middle aa battery negative terminal was confirmed. The offset spring did not result in the reported alarm and the issue was isolated to the control pcba. Visual inspection revealed a small amount of a white residue on the control pcb (printed circuit board) which appears to be related to the board cleaning technique. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) describe all system controller and mpu alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section powering the system, explains the mpu lights symbol: the yellow replace mobile power unit battery symbol illuminates when the alkaline aa batteries are not installed, or are depleted and need to be replaced. Both the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was nonfunctional and would be replaced.